Event description:
Customer reported, a low ma error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v on the fluoro functions board. System operates as intended. (B)(4).